Event description:
Per phone call from possis representative, patient was in rough shape before procedure, dr went ahead with angiojet procedure. Attempted several very short runs, patient coded shortly after. Rep asked hospital for the more information on case, hospital wanted to know why he wanted the information because they didn't believe patient outcome was due to angiojet, rep stated that he needed to report it to home office.

Manufacturer narrative:
A male presented with pulmonary embolism and reportedly in unstable condition prior to the procedure. Angiojet thrombectomy was attempted on the patient with two passes. The patient's condition continued to decline and CPR was initiated as well as pacing with non capture and drug regimen. The patient died in the procedure lab. Treatment for pulmonary embolism is a boxed warning in the instructions for use and is considered off label use. The hospital does not believe the patient's death is related to the angiojet device. However, this event should be reported.